Event description:
Pt tested his blood glucose on suspect device and obtained a reading of 303 mg/dl, but felt low blood symptoms. He was taken to the hosp where a reading of 52 mg/dl was obtained-method unk-and pt was released. The following morning, the suspect device gave a result of 212 mg/dl. Diabetic called emt who tested on their device and obtained a result of 54 mg/dl. Emt administered d50 to raise glucose. Diabetic is using strips that expired 18 months ago.